Event description:
Material#: 309581, batch number#: 4221232. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim#: rcc received a complaint via email. Email(s) attached. Caller states she has a box of 3ml, syringe/needle luer lock combo, 309581 lot 4221232. She states, she can see "a jelly like substance, in the syringe. When you pull the, plunger back its like stringy."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed for provided material number 309581 and lot number 4221232. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither picture nor physical samples were available, a thorough analysis could not be completed. It is possible that the ¿jelly like substance¿ observed in the syringe was silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.